Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recall image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer on the proper procedure for saving images during a procedure to avoid this problem. The system operates as intended.